Event description:
It was reported that during a procedure of the unspecified coronary vessel the hi-torque balance guide wire was being removed from the anatomy when the shaft separated while being retracted into the guide catheter. The device was removed without issue in the guide catheter. The procedure was completed and there was no reported adverse patient effect. It was noted that a dual guide wire technique was used during the procedure without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported device detachment was confirmed. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other incidents for detachment of device component reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.